Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stretched coils and material separation were confirmed. The reported difficult to advance and difficult to remove could not be tested as it was based on operational context. Additionally, the analysis identified that the core and tip coils of the ht bmw uii guide wire were separated and were not returned. The entire stent implant (3.5x28mm xience sierra) was dislodged. The account confirms the device separated when it was outside the anatomy and nothing was left in the patient. The account also confirms the dislodgement occurred outside the anatomy upon trying to remove the sds from the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with 90% stenosis, mild calcification and moderate tortuosity using the buddy technique. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was advanced to protect the side branch. However, when the 3.5x28mm xience sierra stent delivery system (sds) was attempted to be advanced to the lesion, it was noted that the ht bmw universal ii guide wire was entangled with the xience sierra sds. The whole system was removed. When the system was removed from the patient's anatomy, the guide wire was attempted to be removed from the sds but the wire got stretched. The sds was attempted to be removed from the guiding catheter but the stent got flared. Another ht bmw universal ii guide wire and a non-abbott stent were used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Analysis of the returned device identified that the core and tip coils of the ht bmw uii guide wire were separated and were not returned. The entire stent implant (3.5x28mm xience sierra) was dislodged. The account confirms the device separated when it was outside the anatomy and nothing was left in the patient. The account also confirms the dislodgement occurred outside the anatomy upon trying to remove the sds from the guiding catheter. No additional information was provided.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery (rca) with 90% stenosis, mild calcification and moderate tortuosity using the buddy technique. The hi-torque (ht) balance middleweight (bmw) universal ii guide wire was advanced to protect the side branch. However, when the 3.5x28mm xience sierra stent delivery system (sds) was attempted to be advanced to the lesion, it was noted that the ht bmw ii guide wire was entangled with the xience sierra sds. The whole system was removed. When the system was removed from the patient's anatomy, the guide wire was attempted to be removed from the sds but the wire got stretched. The sds was attempted to be removed from the guiding catheter but the stent got flared. Another ht bmw guide wire and a non-abbott stent were used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience sierra device referenced is being filed under a separate medwatch report number.